Manufacturer narrative:
A medtronic representative returned to the site to test the equipment. Confirmed that the imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Log files showed that the voltages on the power control board were varying and providing errors. To resolve the reported issue, the power supply for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.